Manufacturer narrative:
(B)(4). Investigation results: received one resolution clip device with its original unopened pouch. A visual examination of the package bonds noted that the bonds were continuous and intact, and that the pouch was perfectly sealed; however, foreign matter was found inside the pouch. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a resolution clip device on (B)(6) 2019. Investigation results showed that there was foreign matter inside the pouch. There was no patient or procedure involved in this event.